Event description:
Power point presentation at the hand surgeons society meeting in australia showed four explantations of cmc spacer. This report concerns patient identified as no 4 in the presentation.

Manufacturer narrative:
According to information from the distributor, the patient has been mobilized earlier than protocol prescribes.